Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they the infusion sets did not pass insulin correctly and they had no deliveries. They had a high blood glucose level of 465 mg/dl. They also had sensor discrepancies. Troubleshooting was not performed. The customer was contacted in order to discuss the report but the line disconnected upon ringing only a couple of times. The device will not be returned for analysis.